Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: during investigation, the battery compartment and cap were intact and with no evidence of moisture ingress. The battery was not returned with the pump. According to the complaint the power loss occurred on (B)(6) 2017 and deliveries were not resumed by the user. The pump was run on a user¿s setting for a minimum of 24 hours with no power loss duplicated.